Event description:
The customer reported the device is not working on battery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.